Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated.

Event description:
It was reported that this was a cardiomems procedure. During implant of the cardiomems device, the command guide wire caused a perforation in the pulmonary artery. The patient experienced hemoptysis. The cardiomems delivery system and the command guide wire were removed and the procedure was aborted. The patient coded and was intubated and was admitted to the intensive care unit (ICU). Patient remains in the ICU. No additional information was provided.

Manufacturer narrative:
There was no reported device malfunction, and the product was not returned. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database and similar incident review queries for this product were not performed since the lot number was not reported and the product was not returned for analysis. It should be noted that the instructions for use (IFU), for guide wire high torque command 18, dom states: this hi-torque guide wire is intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal angioplasty (pta), in arteries such as the femoral, popliteal and infra-popliteal arteries. This guide wire may also be used with compatible stent devices during therapeutic procedures. The guide wire may also be used to reach and cross a target lesion, provide a pathway within the vessel structure, facilitate the substitution of one diagnostic or interventional device for another, and to distinguish the vasculature. Additionally, the contradictions section states: device not intended for use in the coronary or cerebral vasculature. In this case, although it was reported that the physician used the device in the wrong anatomy and believes the guide wire caused the perforation, it is undetermined if use of the guide wire in the pulmonary artery caused or contributed to the reported complaints. The reported patient effect of perforation is listed in the electronic instructions for use (eifu) for guide wire high torque command 18, dom as a known patient effect of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is unknown as the part and lot number were not reported.correction: subsequent to filing the initial report, additional information was received stating the device has been discarded and will not be returned. D9: return status updated; h3 return status updated.